Manufacturer narrative:
The reported field event of capture threshold issue was not confirmed in the laboratory. A complete lead was returned in one piece measuring 57.6 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for three month post-operative check on (B)(6) 2017. Upon interrogation of the device, pacing threshold for the right ventricular lead was 3.0 v, at implant the threshold was 0.5v. The patient presented for unrelated procedure on (B)(6) 2017. During the procedure, the device was interrogated. The pacing threshold had increased to 4.25 v. The patient presented for lead revision procedure on (B)(6) 2018 at this time the threshold had risen to 4.75v. The lead was explanted. There were no adverse patient events.

Manufacturer narrative:
A complete lead was returned in one piece measuring 57.6 cm. Analysis was normal. No anomalies were found.